Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2020-00051. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced of this initial medwatch report. Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: unable to retrieve, psychological/emotional injury, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported psychological/emotional injury, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via right femoral vein due to high risk deep venous thrombosis and pulmonary emboli with bilateral total knee replacement surgery. Patient is alleging device is unable to be retrieved. The patient further alleged psychological, emotional injury and limited mobility to run and play tennis. Per the (B)(6) 2011 unsuccessful filter retrieval: "then using the snare retrieval device, multiple attempts were made to retrieve the filter. The filer was snared and was retracted partially into the retrieval catheter. However, although 95% to 99% of the filter could be retrieved into the retrieval device, the hooks would not release from the wall of the vena cava. At this point, it was elected to abandon the procedure as we felt that the hooks were too securely affixed to the venacaval wall and that retrieval was not possible.¿